Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's implantable cardioverter defibrillator exhibited post-paced t-wave oversensing noted on a stored electromyography (egm). There was no inappropriate therapy. Programming changes were discussed but not made as of yet. There were no patient consequences.